Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous coronary procedure (ptca) a 6f angio-seal vip was correctly deployed. The common femoral artery (cfa) was deemed normal for an angio-seal deployment. No complications were experienced directly after deployment. Twenty four hours later, when the pt got up to leave the hospital, bleeding occurred at the groin site. Manual compression was applied to treat the event and the pt's hospitalization was extended, due to the event.